Event description:
Provider states device shutting down when on 3 liters with battery per (B)(6) 2012 call. On (B)(6) 2012 provider states at 3 liters, if you unplug the power (battery) the unit will automatically shut off. At 2 liters, it runs fine.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Malfunction has not been confirmed.